Manufacturer narrative:
Date received by manufacturer: 09oct2019. Date of report: 10oct2019. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported a touch screen failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered, but there was no patient harm reported.